Event description:
It was reported that this pacemaker exhibited oversensing which was partially mitigated by blanking programming. Technical services (ts) noted programming to automatic gain control (agc) in both chambers appeared to resolve the issue. It was noted there was noise, which was baseline and unsensed by this pacemaker, ts noting which may not be significant. Ts noted this pacemaker will need to be replaced in 7 months in which ts recommended the physician scrutinize possible lead replacement if warranted as the leads are 15 years old. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited oversensing which was partially mitigated by blanking programming. Technical services (ts) noted programming to automatic gain control (agc) in both chambers appeared to resolve the issue. It was noted there was noise, which was baseline and unsensed by this pacemaker, ts noting which may not be significant. Ts noted this pacemaker will need to be replaced in 7 months in which ts recommended the physician scrutinize possible lead replacement if warranted as the leads are 15 years old. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to normal battery depletion. A new device was successfully implanted.